Event description:
A customer reported that a fetal death occurred in 2009 following an amniocentesis procedure. When the doctor first introduced the syringe, the needle was visible at the very beginning, but then disappeared on the voluson-I screen. The doctor used a thicker needle with the second attempt, but the same issue occurred. During the third attempt, the needle again disappeared, and a vein was damaged. The customer alleges that when using this same device two days prior to death, the doctor noticed a drift of 1 centimeter between the actual needle position and the theoretical position on the screen. A ge field service engineer (fe) went onsite to examine the voluson-I device involved in the events. The same probe was used, however, the needle support, needle adapter and needle involved in the reported events were discarded by the hospital, and therefore were unavailable for investigation. The tests for the three angle positions were completed successfully. The fe collected the log files for the associated event and will send to ge healthcare engineering for further investigation. The device is currently in quarantine in the hospital's biomedical department.